Event description:
It was reported that (1) tsg45 was used during a thorocoscopy procedure. It was reported by the rep that spoke with the surgeon concerning a report by that CT service coordinator that the tsg45 had malfunctioned in a case. The surgeon was not certain of the specific date however there have been several instances in the last two weeks where after firing the 45 cutter and pressing the release knob the firing handles do not separate spontaneously. The surgeon demonstrated how they had to pray the handles apart. The surgeon indicated they would like to try the compact 45 cutter, as a replacement. There was no consequence to pt.